Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacing inhibition resulted in greater than 2 seconds of asystole. Additionally, the lead became dislodged during the surgical intervention.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.